Event description:
On (B)(6) 2012, customer reported a leak from the lh500 instrument. Customer stated that the fluid leaked onto the printer. The volume of the leak was less than 10cc and was not contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found evidence of a leak, but was unable to reproduce it. Fse noted that the front blood detector was loose and blocked proper movement of the blood sampling valve (bsv). Fse tightened the blood detector. Customer has not reported a recurrence of this event to date.

Manufacturer narrative:
(B)(4).